Event description:
It was reported that an allergic reaction occurred post-therasphere administration. The patient was treated with therasphere on (B)(6) 2024, delivered to the right hepatic. Approximately a week after treatment, the patient experienced full body hives that would last a few hours and would come and go. It was noted that the patient did not have any non-target radiation exposure or shunting to tissues near the skin. The patient did not have any known allergies to glass, metals, contrast, medications, or products. The patient also had no change in their current chemo medication regimen. Treatment for the hives was conservative with benadryl and prednisone, and the symptoms had significantly subsided at the time of this report.

Manufacturer narrative:
D3 & g1: manufacturer zip/postal code: (B)(6).